Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 immunochemistry system. The results were generated using rf reagent m101865. The customer indicated about 50% of the patient with normal rf results (<20iu/ml) had results of 21 to 22iu/ml with this reagent lot. Specific patient results were not provided by the customer. Rf reference interval: <20iu/ml (in 95% of the population tested).

Manufacturer narrative:
Per customer, no sample issues were noted. No sample information was provided to bec. The customer also indicated that controls were acceptable. No issues were noted with other chemistries. No system errors were noted. A clear root cause for this event is unknown but per customer, the rf reagent lot caused the false positive results.